Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cardiothoracic surgery (ctvs) operating theatre (ot) & under fluoroscopy, md inserted the sheath into the left femoral artery. The intra-aortic balloon (iab) was inserted through the sheath & into patient. It was reported that thirty minutes had passed & pump (datascope cs300) was switched on, the iab did not inflate. The iab was repositioned & the membrane still did not inflate. As a result, md removed the iab & inserted another iab. The second iab was connected to the same pump & this iab "worked alright." There was no reported patient death or injury. Medical/surgical intervention was not required. There were no reported patient complications. The patient outcome is stated as "recovered." Additional information received on 08/20/2010 from the national business manager stated that the iab was prepped per the product's instructions for use & there was no delay in the pump being switched on however, it was the first iab which was there for thirty minutes. Md did not wait to let this balloon work, but after 30 minutes he decided to change the balloon.